Manufacturer narrative:
Device available for eval changed from yes to no initial reporter occupation - rn, bs, ms / nurse manager. The device has not been returned to the manufacturer so we are unable to complete an evaluation. Customer did not save the product. If additional information is provided, we will send a supplemental report with additional information. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period aug-19 to jul-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Manufacturer narrative:
Occupation: administrator/ supervisor. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the customer noted that the appearance of the fiberoptic waveform had changed. A texted image revealed slightly suboptimal augmentation. The customer was explained the possible reasons for suboptimal augmentation. It was then reported that the patient had been moving around a lot in the bed. A chest x-ray was suggested. Two hours later, the waveform was once again showing suprasystolic augmented pressure. There was no patient injury or adverse event reported.